Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was damaged and the customer was no longer able to use it to charge the pump. It was confirmed that the customer had an alternate usb cable to charge the pump. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.